Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch (lss). The patient's system was evaluated. The daily measurements were stable. The in-office impedance values for both unipolar and bipolar were normal between 380-420 ohms. There was one episode of noise listed as a atrial tachy response (atr) in the logbook. Pacing was inhibited however, the patient had an underlying rhythm. Additionally, it was noted that there were a few other episodes of noise which was indicative of electromagnetic interference (emi) as it appeared on both the atrial and ventricular channel. No adverse patient effects were reported. This product remains in-service. The patient was to be further evaluated at a later date. Additional information indicates that the patient was later evaluated and the issue had progressed as there were more stored episodes of noise and the noise was able to be reproduced in the clinic. The pacing thresholds had also increased from 0.8 volts to 1.3 volts and there was a daily pacing impedance measurement in the 100's. The patient was not dependent on atrial therapy therefore, the physician will continue to monitor this issue.